Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We assume that neither inflammatory reaction nor infection caused this adverse event (pain) because noticeable symptoms such as swelling were not observed. It is highly likely that this adverse event was caused not by this product deficiency but by procedure, soft tissue damage, or other reasons. The osferion bone void filler package insert status in the following section: adverse events: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution. Additional comment: we submitted the initial report on jul 18th 2018. This is resubmission.

Event description:
During dental implant surgery, a dentist implanted this product (bone void filler) into the bone defect formed around the dental implant and then placed a concentrated growth factor (cgf) membrane onto the implant and this product. The dentist closed the surgical wound completely with sutures. On the day following the surgery, the dentist received contact from the patient. Since the patient complained of a pain, the dentist prescribed the patient painkillers. The pain subsided in about one week after the surgery. Noticeable symptoms such as swelling were not observed.